Event description:
As reported, during a laparoscopic ventral hernia repair (intraperitoneal onlay mesh) procedure, surgeon used a sorbafix enhanced (device #1) to fixate the mesh. It was reported that the fasteners did not penetrate through the tissue to hold the mesh. Another sorbafix enhanced (device #2) was used, same issue was occurred, and the fasteners fell out. It was also reported that the loose fasteners were not removed from the patient's body. It was further reported that there was no broken fastener and the surgeon dry fired the device to check if the problem re-occurred. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: this is an addendum to the initial MDR submitted, to document the sample evaluation results. Functional evaluation could not be performed as all 30 fasteners have been deployed from the device. Internal component evaluation was performed and no damage noted. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, no conclusion can be made. This supplemental MDR represents the sorbafix enhanced (device #1). An additional supplemental MDR was submitted to represent the sorbafix enhanced (device #2). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic ventral hernia repair (intraperitoneal onlay mesh) procedure, surgeon used a sorbafix enhanced (device #1) to fixate the mesh. It was reported that the fasteners did not penetrate through the tissue to hold the mesh. Another sorbafix enhanced (device #2) was used, same issue was occurred, and the fasteners fell out. It was also reported that the loose fasteners were not removed from the patient's body. It was further reported that there was no broken fastener and the surgeon dry fired the device to check if the problem re-occurred. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. This MDR represents the sorbafix enhanced (device #1). An additional MDR was submitted to represent the sorbafix enhanced (device #2). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.